Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was explanted and replaced due to multiple inappropriate shock therapies, in addition to safety mode operation. The shocks were reported to have been while the patient was sleeping and there was no electromagnetic interference suspected. The replacement operation, implanting another boston scientific device, was uneventful and the explanted device returned for laboratory analysis.

Event description:
It was reported that this device was explanted and replaced due to multiple inappropriate shock therapies, in addition to safety mode operation. The shocks were reported to have been while the patient was sleeping however, no electromagnetic interference was suspected. The replacement operation, implanting another boston scientific device, was uneventful and the explanted device later returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.